Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. Reportedly, customer was using supplies for longer than intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.